Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of a small unruptured saccular anterior communicating artery aneurysm, this coil prematurely detached in microcatheter. It was reported that this coil prematurely detached in microcatheter. The physician pushed the wire & flushed the microcatheter outside the patient¿s body to take this coil out of microcatheter. Then physician used the same microcatheter to deploy other coils & complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the pushwire was returned found implant coil detached and missing from the pushwire. The pushwire was broken into two segments but retained together by the release wire. The proximal segment of the pushwire, tack weld replacement (twr) crimps were found to be loose, and the pushwire segment was found to be bent at the proximal end with the release wire extending out. The distal segment of the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube) and found to be bent at several locations from the proximal end. Under the microscope, the coin was found to be pulled back from the lumen stop, the shield coil was found to be present. The retainer ring was found to be damaged and ovalized. The axium prime implant coil was not returned for evaluation; therefore, any contributing factors from the axium prime implant coil could not be assessed and the cause for the event could not be determined. It is possible that the pulled release wire (coin pulled back from the lumen stop) or the damage to the retainer ring may have led to the reported event by releasing the detach element from the pushwire. The cause for the damages to the pushwire and retainer ring could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): warnings: ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ if information is provided in the future, a supplemental report will be issued.